Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 76.4mm, area 451 mm² and there was sufficient calcium to allow anchoring of the device in the opinion of the user. During procedure, the initial implant depth was 3mm and the depth prior to migration was 3mm. During final deployment, the navitor valve was migrated in the left ventricle. Due to large aortic insufficiency the navitor valve was snared and retrieved in the ascending aorta. The procedure was completed with a 26mm non-abbott valve. The cause of migration was too much push on the delivery system. There was no significant delay in the procedure and no reported patient adverse consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device migration, improper or incorrect procedure or method and perivalvular leak were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration results in perivalvular leak appears to be related to procedural conditions (too much push on the delivery system). The reported improper or incorrect procedure or method was due to user snaring the valve. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, stated "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage".